Event description:
It was reported that the device would not turn on with ac or battery power. There was no pt use associated with the event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed that it would not operate on ac or battery power. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly at the failure analysis center and determined the cause of the reported/observed failure to be an ic chip, designator u5.